Event description:
Additional information was received from patient who stated that the circumstances that led to difficulty charging the ins and having pain was due to the female connection of the controller which received the cord with the male connectors, would not secure the connection. Patient stated that replacement controller resolved the issue to patient's satisfaction. Patient called manufacturer, explained, was instantly reviewed, received working replacement. Patient mailed back device via fed-ex as instructed . Life is so much better now per patient. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller has been rattling and the rtm cord won't stay plugged in to controller. It was reported that it was taking forever to charge the ins. It was reported that sometimes it would take "12 hours" to charge and the cord kept falling out, and now controller won't charge ins at all. It was reported that the controller has a rattle and the connector for rtm is loose. The patient reported that they were not able to charge the ins, so they do not have the therapy to help with the pain

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that what led to the difficulty charging the ins and the pain the first time was the controller as it would not charge and would not hold the cord. The 2nd time it was the paddle that would not read the battery. The issue had been resolved with the replacement devices. No impact to the patient or their symptoms were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.